Event description:
Infusion pump with a condition of a triple alarm. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.